Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer stated that they were using insulin pump within 48 hours. Customer stated that the insulin pump gave alert for insulin flow block alarm. The insulin pump will not be returned for the analysis.